Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: a delivery wire, coil and introducer sheath were returned together with an unknown catheter. The coil and delivery wire arms were not interlocked within the introducer sheath. The twist lock of the introducer sheath was inspected and was found in its normal conditions after opening. The introducer sheath was inspected and no anomalies were noted. The coil fiber bundles had blood on them. The coil was returned stretched near the interlocking arm and the interlocking arm was found to be detached from the rest of the coil. The zap tip surface of the delivery wire and the main coil were smooth and no anomalies noted on both interlocking arms. Dimensional inspection of both the coil and delivery were within specifications. A device history record (DHR) review was performed and no deviation was found. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush were used during the procedure. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2017. It was reported that the coil became stuck inside the catheter. The target lesion was located in the moderately tortuous right internal iliac artery. After a non bsc vascular plug was inserted and two non bsc coils deployed, an 8mm x 40cm interlock¿-35 was inserted; however, the device became stuck inside the angiographic catheter near the hub. The coil was then pulled out and an attempt to re-insert was made; however, the same issue occurred. Subsequently, the device was removed together with the angiographic catheter. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed the interlocking arm was detached.